Manufacturer narrative:
Additional information: d10, g4, h3, h6 if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no visible damage and a completely depleted battery. The seals of the handle were also inspected and found to be intact. The evaluation found that the handle was resetting and unable to be functionally tested. A review of the system logs showed no indication of articulation motor movements without the articulation button being pressed. There were several instances in the log where the articulation button was being pressed followed by an open or close key press resulting in articulation motor movement. It was reported that the device articulated on its own. The reported issue could not be confirmed. The most likely root cause could not be established from the information available. The product analysis detected an unreported condition of damage to the 44-pin flex cable on the ground pins where it connects to the motor board. Analysis of the system logs showed multiple continuous resets. The most likely cause for the unreported condition is traced to device design. This can occur if the rear handle housing is pushing against the flex cable. Internal process improvements have been initiated to mitigate this issue. The product analysis detected other unreported co nditions of a damaged ir shield, pervasive water damage, and corrosion inside of the device. The product analysis noted evidence that the device was not used as intended. Damage to the ir shield can occur due to rough handling of the device. The corrosion was likely due to the device being exposed to an unknown process outside of its intended use. The damage to the ir shield does not pose a patient safety risk as the display is for information only and does not affect the functionality of the handle. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: wipe down all exposed surfaces with a slightly water dampened lint-free cloth to completely remove any gross debris from the device. If additional cleaning is required, use a hydrogen peroxide based wipe such as oxivir¿*tb per the manufacturer¿s instructions. Ensure the power handle is completely dry prior to inserting it into a sterile power shell or charger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, on a bariatric sleeve gastrectomy, the handle was set up for a case, but it started articulating on its own even before usage. The handle had been used only a few times and showed 268 cases left. The device was rebooted but with no success. Another handle was used to complete the case. There was no patient involvement.